Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07450. It was reported the pt was experiencing a pinching pain at the ipg site and occasionally at the lead incision site while she was propped up in bed. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.